Event description:
The device was used during an unknown procedure. Reportedly, the stapler did not open after firing. While trying to remove the stapler, the reload separated from the device. No pt injury was reported.